Event description:
Related manufacturer report number: 3006705815-2024-01329, 3006705815-2024-01328. It was reported that the patient was experiencing pocket site pain due to the ipg shifting around in the pocket. The patient was also experiencing ineffective relief and auto reducing due to having all high impedances on both leads. The patient noted a loss of nearly 100lbs following an unrelated gastric sleeve surgery. Surgical intervention may take place at a later date to address the issue.

Manufacturer narrative:
Section b3: event date is estimated.

Event description:
Additional information was received indicating that surgical intervention was undertaken on (B)(6) 2024 where in the patient's pocket site was repositioned from the left flank to the right flank, and the patient's ipg and leads were explanted, replaced, and therapy was restored.

Manufacturer narrative:
It was reported to abbott, a patient¿s system was auto reducing. Impedance check showed all leads had high impedance 1-18. The patient had no falls and had no surgeries, scans. The patient had recently lost 100 lbs. And the battery was moving around in pocket a lot. X-rays done in office but did not appear to be any lead fracture or disconnection. The patient underwent a full system replacement. Additionally, the ipg was repositioned from the left to the right flank. Effective therapy was restored. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.